Event description:
It was reported that during a routine device replacement, the defibrillation threshold testing (dft) was unsuccessful with the right ventricular (rv) lead so the superior vena cava coil of the rv lead was capped and a new subcutaneous defibrillation lead was added, and dft was not done again at that time. Within two days of the procedure, an alert triggered for the right ventricular (rv) lead high voltage bottom coil having low impedance. Dft testing was done again and was successful at 25 joules with the can turned off. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). One ventricular fibrillation (vf) episode of less than 220 ms v-v cycle is recorded on (B)(6) 2013. An out of time subthreshold lead impedance alert was recorded on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); competitor implantable pacing lead 2011 (B)(6); 507652 implantable pacing lead 2011 (B)(6). (B)(4).